Manufacturer narrative:
This report is submitted on 31 march 2020.

Event description:
Per the clinic, the patient's underwent skin revision surgery during an abutment removal (date not reported). The implanted device remains.